Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reverted to insulin pens and blood glucose (bg) level elevated (up to 350 mg/dl). Customer used insulin pens for diabetes management and, during the time of the call, bg level was 185 mg/dl. In addition, it was confirmed that the customer had novolog pens and lantus injections available as alternate insulin therapy.